Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 47.1 cm. External insulation abrasion breaching the optima sheath was found at 13.9 ¿ 14.3 cm from the distal tip consistent with friction to another device or feature of patient anatomy. The lead body silicone insulation was intact in this location.

Event description:
This report is to advise of an event observed during analysis.